Manufacturer narrative:
The cycler was returned for evaluation. Exterior visual inspection showed no signs of physical damage. The internal, visual inspection of the received cycler unit encountered no discrepancies. A simulated treatment was completed without any failures or problems occurring. The cycler weighed fill volume values were within tolerance a system air test leak passed. A valve actuation test passed. The load cell verification was within tolerance. The reported complaint symptom ¿draining slowly¿ was not confirmed during testing. The drain times were within the time specifications for a liberty cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported (B)(6) 2017 feeling full and had dyspnea. The patient's treatment data was reviewed and there was no overfill or large drains of note. The patient reported anxiety as he felt an odd abdominal pop. The patient reported having recent surgery for a hernia and had scrotal swelling. The cycler was replaced to allay the patient's anxiety. During follow up the patient's nurse reported patient had difficulty breathing due to feeling full from cycler not draining fluid properly. Patient also had scrotal swelling which he thought was due to a possible left sided inguinal hernia. Patient was evaluated by a physician who advised him to continue pd therapy as there was no sign of new hernia. Pdrn stated the patient received no treatment for the event besides a replacement cycler. However the nurse reported the patient did have a hernia repair surgery on (B)(6) 2017. The hernia was originally pre-existing to peritoneal dialysis starting, but may have been worsened due to peritoneal dialysis. The repair was still effective during the last physician visit. Additional information has been requested but not yet made available.